Event description:
Procedure type: neuromuscular. According to the reporter: the customer reports that after fitting a ptg, the "deep" suture of the quadriceps broke. The patient had to be re-admitted for surgery. (It seems like the thread resorbs itself prematurely: the surgeon).

Manufacturer narrative:
(B)(4).